Manufacturer narrative:
Initial 1 of 2 name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced more than thirteen infusion sets fell off event during use on (B)(6) 2026. The infusion sets were in use for less than twenty-four hours. Patient replaced infusion sets and resumed insulin deliveries successfully.